Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming a compromised force sensor system. Insulin was squirting out during the manual prime process. The customer's blood glucose level was unknown. Troubleshooting was not performed because the customer had disconnected the call. The customer called back and reported that the drive support cap was sticking out. The customer never pressed it. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.